Event description:
A facility reported that the elevator 3714040 woodson dbl 10/30deg (3714040) broke off in the patient's nose during a closed reduction nasal fracture procedure. The broken piece was retrieved from the nose without any complications related to the broken elevator. Another instrument was used to complete the surgery. No injuries, or death, but an additional five-minute delay was reported.

Manufacturer narrative:
The elevator 3714040 woodson dbl 10/30deg (3714040) was returned for evaluation: the device history record (DHR) was reviewed, and no abnormalities related to the reported issue were observed. Failure analysis: the returned 3714040 elevator is in used condition. On visual inspection, the returned 3714040 elevators had broken off the end tip due to wear or rough handling. The product lot number (cf2106) indicates a manufacture date of 2021 and does not match the lot of the new product sold on the sales order indicated by the customer's lot number ay2412. The customer may have mistaken this older item for a brand-new item. Root cause analysis: the reported complaint was confirmed. The returned 3714040 elevator is in used condition with the end tip broken off due to wear or rough handling. No manufacturing, workmanship, or material deficiency has been identified.